Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a ureteroscopy procedure performed on (B)(6) 2011. According to the complainant, during preparation, difficulty was experienced when attempting to load the guidewire (unknown model) into this device. Therefore, a different stent and guidewire were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter and push catheter to be broken, therefore, this is now an MDR reportable event.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event of guide catheter and push catheter broken. The delivery system and the stent assembly were returned for evaluation. Visual examination of the device revealed the suture to be tensed and twisted around the proximal barb of the stent, causing the proximal barb to be disoriented/deformed. The guide catheter assembly was stretched and broken near the proximal end. Multiple kinks (suture impressions) were noted at the distal end of the guide catheter. The suture hole of the push catheter was noted to be torn. The push catheter was also found broken near the proximal end. The broken, proximal piece of the push catheter and the tuohy borst assembly were not returned for evaluation. Functional testing could not be performed due to the condition of the returned device; therefore, the complaint that the guidewire was difficult to load into this device could not be confirmed. The suture impressions noted in distal end of guide catheter were likely due to the suture embedding inside the guide catheter assembly. It remains unknown whether the push catheter was cut by the customer intentionally or if it broke inadvertently during use. It is possible that during preparation and handling of the device, the suture twisted around the stent and embedded inside the distal end of guide catheter, preventing insertion of the guidewire. Therefore, the most probable root cause for this event is handling damage. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.